Event description:
A balloon burst during a percutaneous transluminal angioplasty. The device has not been returned for eval. Therefore, no failure analysis is available. Co's attempts to gain further info with regards to the circumstances surrounding this event were unsuccessful. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. However, without evaluating the product and without further details about the event co cannot determine the exact cause for this event. Co's directions for use state: "do not exceed the normal pressure printed on the product label...never manipulate the catheter with the balloon inflated...the integrity of all balloon catheters may be compromised by sharp objects or surfaces. Not recommended for use in calcified lesions."

Manufacturer narrative:
This device was returned, evaluated and retained by this MFR. The engineering eval of the indicated the connecting sleeve was detached from the shaft. Although the original complaint indicated the balloon burst, the engineering eval revealed the connecting sleeve was detached from the shaft. As co's attempts to gain further info with regard to the circumstances of this event were unsuccessful, we are unable to determine the cause for this event.